Event description:
A malfunction was reported on the pump, but no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. To resolve the issue, technical support decided to replace the pump. The customer confirmed understanding of the instructions for putting the existing pump in storage mode and agreed to return the malfunctioning pump to tandem within 10 days using the provided return materials. A replacement pump with updated software was sent, and training will be available in their tandem source account.